Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly tortuous, moderately calcified, mid left circumflex coronary artery procedure, during deployment the 2.5 x 18 mm xience pro failed to cross the target lesion due to the patient's anatomy. During removal the shaft of the stent delivery system (sds) separated outside the patients anatomy. Another non-abbott stent was deployed to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure. There was no additional information provided.